Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed but not reproduced during sample evaluation. The assignable cause was determined to be disconnected isocom connector. The isocom connector was reconnected to fix the reported condition.baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version is 5.09.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition that "it fails nurse call tester". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is unknown at this time.